Event description:
It was reported that the patient's stimulation worked great for 3-4 months after implant in 2009 and then it "gradually stopped working." Patient had leads revised around (B)(6) 2009 and the system worked great for another 3-4 months and then "quit." Reprogramming was unsuccessful and it "never worked again." On 2012 (B)(6), one of the leads was removed and replaced, but the other one was left because, it was "embedded." Patient was hooked up to a temporary screener, but it was reported it "isn't working." Patient was scheduled to have a new implantable neurostimulator (ins) implanted on 2012 (B)(6). The patient "doesn't want" the ins implanted since the screener "isn't working" after their last lead revision on 2012 (B)(6). The patient when on a "stim holiday" where stimulation was turned off for "a while" then turned back on to see if patient's symptoms were relieved, but it was unsuccessful. The patient stated that they have scoliosis and spinal stenosis and had read that it might affect their stimulation treatment.

Manufacturer narrative:
Product ID, neu_unknown_lead lot# serial#, implanted: explanted: product type lead product ID, 3093-28 lot# v225114 serial#, implanted: 2009 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).